Event description:
Marpac received an email from a hospital respiratory manager stating that they were experiencing a greater number than normal of trach ties coming loose resulting in decannulations. None of the events resulted in any harm to the pts. After speaking with the respiratory manager, marpac was told that the more active children and children that were picking at the velcro tabs of the marpac 203 with tapered tabs were having the tabs come loose. As a result, marpac redesigned the 203 product to have wider tabs and replaced the on hand hospital stock.

Manufacturer narrative:
Re-design makes marpac 203 product more robust for use with active children. Additionally, marpac educates individuals that contact us on the variety of trach collars available to them that might improve the function on their specific pt.